Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up with user facility via telephone and in writing regarding the reported event but with no result.the cause of the reported event cannot be determined at this time.

Event description:
Olympus was informed that during an unspecified procedure, part of a brush or another endotherapy accessory broke off in the instrument channel and fell inside the patient. It was reported that the device fragment was retrieved with an unknown instrument. It is unknown if the intended procedure was completed. There was no patient injury reported.